Event description:
It was reported by the rep that the (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported that the device began to make a screeching sound toward the completion of the case. The scrub technician began the appropriate troubleshooting steps to correct the problem. At this point, it was noticed that the hook portion was missing. (The tip) the surgeon began to look within the pt. An x-ray was performed and the tip was removed. There was no consequence to the pt and the case was completed with the same device.